Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00431 on 20nov2019. Siemens filed the supplemental MDR 2432235-2019-00431_s1 on 20dec2019. Additional information (29jan2020). Siemens further investigated the event and concluded customer service engineer (cse) performed a monthly maintenance and the system was fully operational upon departure. The cse confirmed that no parts were identified as broken or damaged and that the water transfer pump replacement was a recommendation. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00431 on 20-nov-2019. Additional information (26-nov-2019): section d4: catalog # and UDI # were added. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse performed a monthly cleaning and noticed that the water transfer pump needed to be replaced. Siemens is investigating the issue.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
A discordant, (B)(6) patient result was reported using an advia centaur xp instrument. The initial discordant result was reported to the physician(s) and questioned. The same sample was repeated on the same instrument. The repeated result was reported, as the correct result, to the physician(s). It was alleged that the pregnant patient received urgent care. There were no known reports of adverse health consequences due to the discordant result.